Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead displayed high thresholds and no capture. The physician indicated that the patient had a quiescent atrium. The lead was extracted and an epicardial lead was surgically placed at a later date. No patient complications have been reported as a result of this event.